Manufacturer narrative:
B5: additional information d4: lot number, serial number, primary UDI number, corrected h4: device manufacturer date, corrected h6: medical device problem codes, corrected manufacturer's investigation conclusion: the patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The controller was not on a patient at the time of the event. It was being charged to put on the shelf.

Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the system controller was having issues when the customer tried to charge the backup battery (ebb). The customer had tried multiple times over the last two days and the driveline connection alarms did not reside. It was later noted that the ebb in the controller was not being connected properly causing it not to charge.

Event description:
The cause of the dl disconnect alarms was due to the ebb not connecting properly. The ebb was reconnected and was able to connect properly. The issue was resolved.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.